Manufacturer narrative:
Additional information the pump was not returned; therefore, a correlation between the device and the reported subarachnoid hemorrhage could not be conclusively determined. The instructions for use lists stroke and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Event description:
Additional information: the pump was functioning within normal parameters. The patient outcome was not believed to be related to the pump, however the patient was on coumadin, asa and persantine for anticoagulation therapy. The vad sounded smooth. No log files are available and no alarms were recorded. The patient's mean arterial pressure (map) was recorded at 68 mmhg on admission, mostly 76-90mmhg/58-72mmhg while hospitalized. The patient was in heart failure for years. The pump is not available; it was not removed at the time of death.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received pt outcome info indicating that the pt expired. The cause of expiration was noted to be subarachnoid hemorrhage. No further info is available at this time.

Manufacturer narrative:
According to the info provided, the lvad pump will not be returning for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.